Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented with hematuria, unspecified heart failure signs and symptoms and low flow alarms. A bedside ramp echocardiogram was performed and the pump was not able to unload the left ventricle with the pump speed as high as 11,000 rpm. There were no reports of pump power elevations. The patient was started on inotropic support and a heparin infusion. The pump was exchanged on (B)(6) 2015.

Manufacturer narrative:
The evaluation of the returned pump confirmed the presence of thrombus. Upon disassembly of vad-16250, examination of the distal-side of the inlet stator revealed a thrombus formation adhered around the inlet bearing cup. A larger thrombus formation was found adhered around the inlet bearing ball and rotor inlet. The two thrombus rings were similar in color and structure near the interface area where the inlet bearing ball and cup meet, suggesting that they were likely a single formation prior to the disassembly process. Both thrombus rings appeared to form in laminated layers while the larger thrombus revealed areas of denaturation, indicating that the thrombus developed in this location over an undetermined amount of time while the pump was operating. Although a specific cause for the observed thrombus formation could not be conclusively determined through this evaluation, it was obstructing approximately 60-70 percent of the blood flow path and could have contributed to a decrease in blood flow, resulting in the reported low flow alarms. The partial obstruction could have also contributed to the reported hematuria. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 4.5 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.